Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) yet. Omsc will investigate the subject device to identify the root cause of this failure phenomenon upon receipt of it. The exact cause of the reported event could not be conclusively determined at this time. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
At the end of transurethral ureterolithotripsy (tul), the endoscopic image was disappeared. The user stopped the procedure. There were no reports of patient injuries related to this incident. And the procedure had been almost completed at the time the phenomenon occurred. Therefore, the user decided that an additional procedure was not performed.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The referenced device was not returned to the olympus medical systems corp. For evaluation. The device history record indicates that the subject device has been shipped in conformity to the specifications. There were no reports from the user that this phenomenon recurred. The exact cause of the reported event could not be conclusively determined. There were no further details provided. If significant additional information is received, this report will be supplemented.